Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler, started smoking and making an unusual noise. It was further noted that the pawls, locking components were damaged. Therefore, the reported condition was confirmed. The assignable root cause for the locking components was failure to follow the directions for use and running the device in the safe or load position which is user error. The assignable root cause for the issue with the hole in the hose near the muffler (zone 1) was consistent with an assembly tooling issue, which is improper assembly/manufacture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was observed that the motor device had a hole in the hose on the muffler side of the motor device. During an in house engineering evaluation, it was observed that the device had a hole in the hose near the muffler, started smoking and making an unusual noise. It was further noted that the pawls and locking components were damaged. It was reported that there was no delay to any planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.